Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sensor was alarming sensor error and meter blood glucose now. Troubleshooting was done. Customer's blood glucose was 400 mg/dl. Customer treated with the insulin pump. The customer was advised to monitor the issue and to call back if the issue reoccurs after two hour warm up. No further information provided.